Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photos were provided for review. The first photo shows the partial view of sheath where sheath tubing slightly bent placed on an unsealed product tray. The second photo shows the label in which product details was mentioned and verified with tw details. Therefore, the investigation is confirmed for the deformation issue. However, it is inconclusive for the reported material integrity issue as exact circumstances of the reported event cannot be verified from photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using power port MRI isp at subclavian pocket via subclavian vein. During port placement procedure, while advancing the removable sheath and dilator along the guidewire into the subcutaneous tissue, the dilator and sheath were unexpectedly damaged. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement procedure using power port MRI isp, 8 fr groshong, int wo sp, sl at subclavian capsular bag position. During port placement procedure, while advancing the removable sheath and dilator along the guidewire into the subcutaneous tissue, the dilator and sheath were unexpectedly damaged. There was no reported patient injury.